Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a safety mode alert. Pacemaker replacement was recommended, and it has been explanted at this time. No additional adverse patient effects were reported.